Event description:
Boston scientific was informed that a non-boston ra lead may have been causing or contributing to a faster depletion of the ICD. As a result, the lead was replaced with this (B)(4). However, the ICD still exhibited less than 200 ohms with this new lead. A preliminary longevity was done and device estimated 7 yrs. However, the gas gauge showed 3 yrs and the device had only been implanted less than one yr. A save-to-disk confirmed the device was recording a high power level. Other than the unusually low pacing impedance, pacing parameters were normal. Power levels of the ICD had shifted with the previous lead, which might have contributed to high power condition. The physician programmed the device to vvi 40 and the longevity estimate increased from 2 yrs to 6 yrs with this change. The pt did not want another procedure done. Five months later the pt rec'd an appropriate shock for ventricular tachycardia. Upon interrogation, longevity showed less than one yr even with vvi programming. The ra lead impedances remained less than 200 ohms with good sensing and thresholds. Battery detail showed 150 uw which is 336% of episode. It was concluded that the high current drain might have been related to the low ra impedance. Ra pacing was 42% with 2.5v at 0.4 ms but ra impedance was zero at times. Both devices were explanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.